Event description:
The customer reported that during a nephrectomy, the device would not seal properly. No info was available as to whether or not an end tone or regrasp alarm was heard at the time of insufficient sealing. Another device was used to complete the procedure without incident. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.